Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient to report there was an issue with the animas insulin pump and the patient was admitted into the hospital. Animas has made 3 attempts to contact the patient but was not successful. A letter was sent to the patient, requesting a call back. This complaint is being reported due to an alleged product malfunction. There was no report of any symptoms or required medical treatment to suggest a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.